Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During follow-up, fluoroscopy revealed externalized conductors. Lead remains implanted.